Manufacturer narrative:
Evaluation results - a foam tip plunger lot number search was performed and no similar complaint found.

Event description:
The reporter stated the surgeon inserted a competitor's lens and the lens was torn. The lens was cut in half to remove, with no pt injury. Another same type lens was implanted and a suture was required. The reporter stated the cause of the torn lens was due to the injector and cartridge.